Manufacturer narrative:
Clot was found on device outside of patient. Add'l PMA: h020002/s5. The device directions for use (dfu) states: "typical antiplatelet and anticoagulation regimen used for interventional intracranial procedure is recommended at the discretion of the treating physician." As well, contraindications for this device include "patients in whom antiplatelet and/or anticoagulation therapy is contraindicated." Finally, per the dfu precautions: "in tortuous vessels, a stiff guidewire may cause binding within the neuroform microdelivery stent system during deployment. In such cases, use only soft guidewires, and position the floppy section of the guidewire within the stent."

Event description:
It was reported in 2007, a stenting procedure of the middle cerebral artery. The patient was "heparinized, but not anti-aggregated (not with clopidogrel)." Following two unsuccessful attempts at stenting, the physician placed the stent (subject device) at the target location of the aneurysm, and attempted delivery. Due to friction and a "...very hard" guidewire, the stabilizer would not slide, and the stent could not be deployed. Upon removal of the system, the guidewire was stuck to the microcatheter with a clot. The clot was observed outside the patient when trying to remove the guidewire from the microcatheter. There were no reported patient complications resulting from this procedure. The physician chose to send the patient to neurosurgery following this procedure.